Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient encountered fluid leaks from their cycler set tubing on unspecified dates. The registered nurse indicated that the patient was advised to reset their supplies seven times and this resulted in the patient running out of pd solution. However, it was not specified if the cycler sets leaked seven times during their attempts to reset their pd treatment. Therefore, this record will reflect and capture the unspecified number of cycler set fluid leaks on an unknown date in (B)(6) 2021. The patient had previously called fresenius technical services three times in the week prior to the nurses call and was advised to reset their supplies three times, however, a fluid leak was only reported during one of those calls (MFR# 8030665-2021-00943). There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information from the nurse and the patient, however, to date a response was not received.

Manufacturer narrative:
Corrected information: h6- type of investigation - replacing c91896 with c139460 (transcription error).

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient encountered fluid leaks from their cycler set tubing on unspecified dates. The registered nurse indicated that the patient was advised to reset their supplies seven times and this resulted in the patient running out of pd solution. However, it was not specified if the cycler sets leaked seven times during their attempts to reset their pd treatment. Therefore, this record will reflect and capture the unspecified number of cycler set fluid leaks on an unknown date in (B)(6) 2021. The patient had previously called fresenius technical services three times in the week prior to the nurse¿s call and was advised to reset their supplies three times, however, a fluid leak was only reported during one of those calls (MFR# 8030665-2021-00943). There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information from the nurse and the patient, however, to date a response was not received.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection no damage was observed on the cycler set cassette and it¿s condition was acceptable. A functionality test was performed on the cassette with a liberty select cycler and no issues were detected. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient encountered fluid leaks from their cycler set tubing on unspecified dates. The registered nurse indicated that the patient was advised to reset their supplies seven times and this resulted in the patient running out of pd solution. However, it was not specified if the cycler sets leaked seven times during their attempts to reset their pd treatment. Therefore, this record will reflect and capture the unspecified number of cycler set fluid leaks on an unknown date in may 2021. The patient had previously called fresenius technical services three times in the week prior to the nurse¿s call and was advised to reset their supplies three times, however, a fluid leak was only reported during one of those calls (MFR# 8030665-2021-00943). There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts were made to acquire additional information from the nurse and the patient, however, to date a response was not received.